Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the ureteroscope and accessories (flexible/rigid) had an issue with the working channel. There were no reports of patient involvement.

Manufacturer narrative:
Updated fields: d9, h2, h3, h6, h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: resistance in channel 3, the outer tube is bent a definitive root cause could not be identified. However, based on the results of the investigation, it is likely that resistance in channel 3 and the bent outer tube contributed to the reported issue with the working channel. Given that channel 3 exhibited resistance and the outer tube was found to be bent, the most probable cause is a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.